Manufacturer narrative:
Details of complaint: on 11/27/2019 customer stated that the central nurse's station (cns) device, mu-971ra sn (B)(4), was frozen and user was unable to do anything. Investigation conclusion: cns-9701 service manual, revision f, states that device should undergo a periodic maintenance inspection at least once every 6 months. Device requires reboot once every three months. Items to be replaced periodically include hard disk drives and cooling fan chassis. These items are to be replaced every 2 years (or 20,000 working hours if user keeps track of the working time). Due to lack of available maintenance information, the root cause of the freezing issue could not be determined. After the recommended reboot, the issue has not re-occurred. No CAPA is required at this time. The following fields are not applicable (na) to the MDR report: d4 lot number & expiration date. The following field contains no information (ni), as attempts to obtain information were made, but not provided. D11 & c2: concomitant medical device. Additional information: b4 date of this report. F6 date user facility/importer became aware of the event. F7 type of report. F11 date report sent to FDA. F13 date report sent to manufacturer. G4 date received by manufacturer. G7 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The nurse reported that the central nurse's station (cns) was frozen, and they are unable to do anything on the unit. Cns was powered off the computer tower and turned back on. Once the cns came back on, it was working normally. No patient harm reported.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) was frozen, and they are unable to do anything on the unit. Cns was powered off the computer tower and turned back on. Once the cns came back on, it was working normally. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided. Concomitant medical device.

Event description:
The nurse reported that the central nurse's station (cns) was frozen, and they are unable to do anything on the unit. Cns was powered off the computer tower and turned back on. Once the cns came back on, it was working normally. No patient harm reported.